Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the analysis of the destructive analysis results, no internal short occurred in the battery. The condition of the anode suggest the battery saw a higher device drain rate which would increase the discharge of the li along the edges and in the turns seen in the battery. (B)(4).

Event description:
It was reported that the device was returned to the manufacturer after being removed. The device subsequently tested out of specification during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.